Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Allegation with the lead was not confirmed. Visual inspection found no evidence to support the allegation. In addition, lead was returned in two segments severed approximately 110 millimeters from the terminal end. This is an induced damage during explant. No problem detected was based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Correction to field f10: device code

Event description:
It was reported that this lead was not successfully implanted due to unknown product performance anomaly. Additional information received indicated that lead was clogged up after multiple stylets were put in and taken out. A new lead was implanted. No adverse patient effects were reported. Additional information (ai) received indicated that the lead was likely clogged up after multiple stylets were put in and taken out. The physician was trying to advance a stylet and it was getting stuck or was difficult to push forward. Based on the ai received, the event has been deemed non reportable.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this lead was not successfully implanted due to unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.